Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an intermittent audio output and an adverse event occurred. The patient¿s mother stated the patient¿s insulin pump cannula came out overnight and her blood sugar rose to over 500 mg/dl. She stated the dexcom did not alert her of the patient¿s high blood sugars, despite the receiver being next her to since 6:00am. The patient was brought to the hospital emergency room and was diagnosed with diabetic ketoacidosis. At the time of further contact, the patient¿s mother stated the patient had recovered; however, information regarding treatment at the hospital was not provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.